Event description:
Baxter reports a customer reported difficulty in securing the connection of the new transfer set to patient line. The nurse was unable to screw the connection so it was left flush with the blue connector. A sample is available for evaluation. No patient injury reported.